Event description:
It was reported that the patient presented for an implant procedure. During the procedure, a blood clot was found attached to the leadless pacemaker. As it could not be removed, the device was not used, and a new one was implanted. There were no patient consequences.